Event description:
It was reported that this lead had high thresholds, and they were trying to program the device not to ventricular pace. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).